Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).

Event description:
The customer contact reported that during incoming inspection prior to clinical use at the user facility, a bent ground prong was noted on the ac power cord. Though requested, no additional information was provided.